Event description:
Same case as: 3003853072-2013-00066. It was reported that post operative rod breakage occurred. Patient underwent a 9 level, t10 to s1, posterior fusion procedure due to deformity using instinct java instrumentation, incompass iliac bolts, ardis peek and dbm putty. The original construct was noted to be very straight requiring no connectors. Patient later developed pain on an unspecified date. X-rays did not reveal anything remarkable. The patient underwent revision surgery to remove the iliac bolts. At this time, it was noted that both of the instinct rods were broken at the s1 screws. The broken fragments along with the iliac bolts were then removed. The rest of the construct was left in place.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.